Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) female who presented with a ruptured aneurysm on the left basilar tip. The aneurysm was coiled on (B)(6) 2014 and the next day the pt suddenly experienced 10/10 headache. A CT was done and showed stable moderate hydrocephalus. An ecd was placed. After a couple of days it resolved and the drain was discontinued. On (B)(6) 2014, the pt was discharged. The worsening of hydrocephalus was reported as serious adverse event which resulted in medical or surgical intervention to prevent further permanent impairment to body structure or body function.